Event description:
Update rec¿d 12/30/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient was reimplanted on (B)(6) 2008 after having a spacer placed for the treatment of infection. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported device loosening. Provided info stated "an ill-advised tibial resection which later loosened" was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt was revised to address tibial loosening.